Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported fluid leaked from the connection site during an infusion. The leakage did not occur during priming but started 15 minutes after the infusion was started. The location of the connections site (distal or proximal to the pt) was not provided. There was no report of pt harm; medical intervention was not provided.